Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the cause of the 3 motor stalls and recoveries was determined. The patient had mris done on (B)(6) 2025. With regards to any further actions that occurred regarding the issue, it was noted that the patient was reminded to contact the office when they scheduled an MRI so they could come in to have their pump interrogated after the MRI was complete. The issue was noted to be resolved.

Event description:
On 2025-may-13, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported while dealing with a low reservoir alarm (lra), (B)(4) the rep checked the pump logs and noted there were 3 motor stalls and recoveries. The rep was unsure if the patient had a magnetic resonance imaging (MRI) or was exposed to emi (electromagnetic interference) field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.